Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation in the emergency room, the cardiac resynchronization therapy pacemaker (crt-p) exhibited a pacing problem and there was no capture on the right ventricular (rv) lead at maximum output. The crt-p was also noted to have been at elective replacement indicator (eri) for approximately five months. The next day, the device was once again pacing at programmed lower rates and was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The analyst indicated poor cathode current collection was noted due to a passive film on the current collector. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.